Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with injection vancomycin (1 gm after 3 day, repeat), injection amikacin (250 mg night dwell once daily) and a tablet of fluconazole (150 mg once daily) for peritonitis. At the time of this report, the patient outcome, action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.